Manufacturer narrative:
Upon further review of the complaint file, it was discovered that the reported event was previously reported under manufacturer report #2648035-2019-00602. Therefore, no further information will be provided under this medwatch #2648035-2019-00922 as it has now been determined to be a duplicate report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI #: UDI # is unknown as product serial number was not provided. If implanted, give date: unknown, not provided. If explanted; give date: not applicable as the lens remains implanted. (B)(6). The device was not returned for analysis (the lens remains implanted.) There was no serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that after the surgeon implanted an intraocular lens (iol) model zcb00 into the patient¿s eye, a white spot was observed on the center of lens. The account stated that this event has occurred twice during surgery within this quarter; however, they did not report the first incident until now. The surgeon indicated that the spot is in the body of the lens. No additional information was provided. This emdr report pertains to the first event. A separate report will be submitted for the second event that the account encountered.